Event description:
It was reported that the patient was not able to adjust stimulation. It was noted there was a ¿call your doctor¿ icon. It was further noted there was a power on reset (por) condition. It was further reported that it started the night prior to time of report. It was noted it was an informational por, and the patient was able to clear it. It was further noted that the patient saw the normal screen, and the action resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3998, lot# v837817, implanted: (B)(6) 2012, product type: lead. (B)(4).